Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/02/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this case were tested and the primary complaint was not confirmed. However, a secondary issue was noted the control solution reading was low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown/unspecified message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2011. The patient indicated she was not on any diabetes medications, but continued to follow her usual diabetes management routine despite the alleged issue. The patient reported feeling sweaty 5 minutes after the alleged issue began. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient does not recall whether she had used the subject meter before. The cca was able to walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of serious injury after the alleged meter issue began.